Event description:
It was reported the customer was admitted in the hosp for low blood glucose. It was stated that the customer was instructed to fast by his dr prior to the appointment and forgot to suspend basal rate resulting in the low blood glucose.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.